Event description:
It was reported by the customer that a pyxis medstation es system drawer failed to open, preventing nurses to remove themedications. Customer stated that there was a delay of 2 hours to patient care and the required medications were oxycodone 5mg/tab and percocet 325mg/tab. The customer confirmed that no medical procedure was affected and there was a minor discomfort to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from (B)(6) 2020 to (B)(6) 2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no investigation findings available to determine the cause of the issue and the customer confirmed the functionality of the drawers. The system functioned as intended.

Manufacturer narrative:
There were no investigation findings available to determine the cause of the issue and the customer confirmed the functionality of the drawers. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed to open, preventing nurses to remove the medications. Customer stated that there was a delay of 2 hours to patient care and the required medications were oxycodone 5mg/tab and percocet 325mg/tab. The customer confirmed that no medical procedure was affected and there was a minor discomfort to patient. There were no adverse events or injuries reported based on this event.